Event description:
It was reported that the patient had a full replacement due to battery depletion and high lead impedance. It was stated that the high impedance was first observed just before the replacement. The surgery was supposed to be just a battery replacement but then it was necessary to also replace the lead once high impedance was seen. The explanted products will not be returned to the manufacturer.